Event description:
It was reported a viperwire advance peripheral guide wire was used for treatment of calcified lesion in superficial femoral artery (sfa). The abbott emboshield nav6 embolic protection system was positioned in popliteal and used with the viperwire. Following five csi atherectomy treatments, the tip of the viperwire fractured upon retrieval of the nav6 filter. The viperwire tip was successfully snared. The patient was stable and discharged home without further complication.

Manufacturer narrative:
Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported guide wire fracture appears to be related to operational context. In this case, it is likely that the distal guide wire was fractured as a result of use or handling techniques employed as well as interaction with the nav6 filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a viperwire advance peripheral guide wire was used for treatment of calcified lesion in superficial femoral artery (sfa). The abbott emboshield nav6 embolic protection system was positioned in popliteal and used with the viperwire. Following five orbital atherectomy treatments, the tip of the viperwire fractured upon retrieval of the nav6 filter. The viperwire tip was successfully snared. The patient was stable and discharged home without further complication.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a viperwire advance peripheral guide wire was used for treatment of calcified lesion in superficial femoral artery (sfa). The abbott emboshield nav6 embolic protection system was positioned in popliteal and used with the viperwire. Following five orbital atherectomy treatments, the tip of the viperwire fractured upon retrieval of the nav6 filter. The viperwire tip was successfully snared. The patient was stable and discharged home without further complication.